Manufacturer narrative:
Since the affected item was not sent in for inspection, this reinvestigation was done based on two sources of information: information provided by the customer and research report by the product specialist service the analysis shows that the risk of electrical breakdowns and burns was significantly increased by the specific application situation. The user used an unsuitable connection cable (erbe 20192-104), which meant that the hf connection of the 33121 handle was not completely insulated. In addition, the maximum technically permissible peak voltage of 3.0 kvp was significantly exceeded. Another decisive factor was that the index finger was positioned directly below the uninsulated connection, which further increased the risk of an electrical breakdown. The incident could most likely have been avoided if the user had used the correct connection cable (e.g., karl storz 26005m) and adhered to the recommended voltage settings. The improper selection of components and the positioning of the finger thus contributed significantly to the damage. The event is filed under internal karl storz complaint ID:(B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: during surgery, the physician got a slight burn on the hand while using our clickline instruments in conjunction with monopolar current. The customer uses our handle 33121 in combination with the monopolar cable 20192-104 from erbe medizintechnik. When the cable is plugged in, it does not close tightly, leaving a small gap. The injury occurred during spray coagulation, which requires a relatively high voltage. Cross reference MDR: 9610617-2025-01486, 9610617-2025-01497, 9610617-2025-01499.